Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17620006) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber pta (rx5mm25cm155) balloon catheter was delivered to the lesion. However, it ruptured at its nominal pressure. Therefore, it was replaced with a new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The product will be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. This was an in-stent-restenosis case. An ipsilateral antegrade approach was made. Initially, a guidewire crossed the lesion.

Manufacturer narrative:
Event: additional information received indicates that the device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instruction for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. A saberx pta (percutaneous transluminal angioplasty) 5mm x 25cm155cm balloon catheter was delivered to the lesion. However, it ruptured at its nominal pressure. Therefore, it was replaced with a new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification is unknown. The rate of stenosis is unknown. This was an in-stent-restenosis case. An ipsilateral antegrade approach was made. Initially, a guidewire crossed the lesion. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. Initially, a guidewire crossed the lesion. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17620006 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (in-stent restenosis, unknown characteristics) most likely contributed to the reported event as calcified/resistant lesions can damage a balloon as reported. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a saber rx (percutaneous transluminal angioplasty) pta (5mm25cm155) balloon catheter was delivered to the lesion. However, it ruptured at its nominal pressure. Therefore, it was replaced with a new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. This was an in-stent-restenosis case. An ipsilateral antegrade approach was made. Initially, a guidewire crossed the lesion. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instruction for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. One non-sterile saber rx5mm25cm155 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have been previously inflated. The unit was inspected under vision system and a pinhole was observed on the balloon¿s proximal section at 19.0cm from distal end. No other anomalies could be noted. Leak test was performed on the balloon unit and a leakage was confirmed. Sem analysis was performed to the received balloon unit to identify the possible root cause of the rupture on the balloon. Results showed that the balloon leakage was caused by a rupture on the balloon surface. The external surface of balloon presented evidence of scratch marks near to the balloon a rupture, and it is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the rupture condition found on the surface of the received balloon. The internal surface of the balloon did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17620006 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. However, the exact cause of the burst could not be conclusively determined during analysis. Based on the limited information available for review, vessel characteristics (in-stent restenosis, unknown characteristics) most likely contributed to the reported event since calcified/resistant lesions can damage a balloon as evidenced by the scratch marks found during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.